Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of four endo gia* 60mm articulating medium/thick reloads and three pieces of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The reported condition for this incident was instrument did not fire and uncontrolled articulation occurred during a ladg procedure. The pieces of test media was stapled and properly transected. Visual examination of the staple cartridges noted that the reloads were fully fired. The reloads were loaded into a pmv representative instrument (idrive ultra powered handle 1 and endo gia adapter standard) for functional testing. For each reload, the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reloads loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reloads were cycled without hesitation or binding. Functional testing confirmed the safety interlock features successfully prevented the reloads from cycling again. Functional and visual testing of the returned sample confirmed the product did meet quality release specifications that were tested regarding the reported conditions due to the ability to test the reload to media. The reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: during the third fire and the sixth fire, the device did not fire. Also, the reload started bending by itself while grasping the tissue. To complete the case, a different device was used. There was no tissue damage. Nothing fell into the cavity. There was no bleeding. Operating time was extended beyond 30 minutes.. The last known patient status is good.